Event description:
It was reported by the pt, that she experiences very loud and uncomfortable sound. The implant is working fine, however, sometimes the pt cannot use the speech processor, due to very loud noise. At the beginning of fitting everything was fine. Then the pt complained about noise that is getting higher. Testing shows that everything is ok. Then the pt was not able to put the stimulation coil onto the implant, because of very loud, painful noise. The pt was re-implanted in 2009.

Manufacturer narrative:
The device has been explanted and returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.